Manufacturer narrative:
Block e1: initial reporter facility name: (B)(6) hospital ((B)(6) hospital (B)(6)). Initial reporter address 1: (B)(6). Initial reporter address 2: (B)(6). Block h6: imdrf device code a050501 captures the reportable event of bands could not be deployed. Block h11: the device was not returned; therefore, product analysis could not be performed. For this reason and due to the lack of evidence, it is unable to confirm the reported event. It was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Based on the event description and information provided by the customer, there is not enough evidence to determine whether the reported event of bands could not be deployed was due to the physician's technique during the procedure or was related to a device malfunction. Without proper evaluation of the device, it remains unknown the most probable causes that contributed to the event. Also, the evidence from the product record review did not identify a potential product quality issue or new patient harm. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophageal variceal ligation procedure performed on (B)(6) 2026. During the procedure, the bands could not be deployed inside the patient. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.